Manufacturer narrative:
No product was returned and therefore unable to confirm the reported complaint. A device history record (DHR) review reported no anomalies during the manufacturing of the reported lot number. If the product is returned, the manufacturer will reopen the complaint for further investigation.

Event description:
It was reported that a patient was admitted to the hospital due to fourth-degree bone marrow suppression. During the infusion of nutrient solution, it suddenly stopped dripping. During the process of reconfirming whether the catheter was unobstructed, the patient's neck was found to be swollen, and the catheter was interrupted. The swelling was confirmed by digital subtraction angiography (dsa) in the interventional department and there was a crack in the catheter and the catheter contrast agent leaked out.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.